Event description:
The surgeon was doing a meniscal repair and implanted both t1 and t2 without any issues. The surgeon had to pull very hard to slide the suture knot, which resulted in t1 being pulled out of the capsule. The suture was trimmed and t1 removed and t2 was left in the joint unsupported. A second device was used and both ts went in without issue. Again, the surgeon had to pull very hard to slide the suture knot on this device because it was so difficult to slide and t2 was pulled free. The suture was trimmed and t2 removed. T1 was left in the joint unsupported.